Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Legal claim received, which included medical records. The legal claim alleges elevated metal ion levels, tissue destruction, inflammation, pain, metallosis, necrosis, alval, synovitis, osteolysis, loss of mobility and functionality and scarring. Medical records indicate that an effusion and brownish discoloration of the synovium were noted during surgery.